Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The shunt was not draining properly. The clinician would push on the reservoir and the reservoir would not fill back up with csf. When he revised the shunt, the proximal portion was working fine and when he hooked a manometer up the certas valve that he removed, it was still not flowing properly. I would like someone to check the valve and siphonguard to see if it has a partial occlusion. Surgeon revised the shunt

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 4. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The siphon guard was tested. The valve passed the test. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The catheters were irrigated, no occlusions were noted. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot cmhb4g, conformed to the specifications when released to stock on the 17th november 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.